Manufacturer narrative:
Unit received with no backlight due to faulty panel. Unit received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that backlight worked intermittently. It was reported that sometimes backlight flickered and sometimes it would not come on at all and when it did come on, backlight was very dim. Customer was advised to turn backlight on before any other button press; backlight continued to be dim. Insulin pump would be replaced.